Manufacturer narrative:
Investigation summary: two photographs were provided by the customer for analysis. One of the photographs had a syringe with drug in it. The device would not fire in this case as the plunger would not reach the end of travel within the syringe. The other sample appeared to have an empty syringe however, the plunger had not made contact with the trigger fingers, as a result the device did not activate. For the device to activate, the plunger rod must push the trigger fingers in order to allow the activation cycle to be initiated. The root cause based on the photographs is linked to end user error and IFU not being followed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: confirmed, no bd cause identified. Root cause description: based on the investigation conclusion, bdm-ps was able to confirm the symptom perceived by the customer but could not correlate this symptom with a potential cause linked to bd process. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultrasafe¿ plus x100l png clear safety guard would not activate and retract the needle after use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "they report that the spring does not retract the needle after injection"